Manufacturer narrative:
The report of an outflow obstruction could not be confirmed because the device remains in use. The submitted system controller log file contained data from 09/10/2017 through 09/13/2017. Pump power appeared to increase when the set speed was increased, but the estimated flow did not increase accordingly. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. The pump appeared to be operating as intended. Additional information regarding the outflow obstruction was requested, but was not provided. The patient remains ongoing on vad support and no further issues have been reported at this time. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 4 months.  No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported the patient may have an outflow obstruction. There was no alarm for the event and the patient was asymptomatic. Technical service reviewed the log file submitted which showed the flow estimation remained in the same range despite increasing pump speed. The power did increase with the speed being set higher. The log file analysis was consistent with potential obstruction. On (B)(6) 2017, it was reported that a ramp echocardiogram and CT of the chest was performed. The patient was taken to the operating room for relief of outflow graft obstruction. The patient was reported to be doing well. No additional information was provided.